Event description:
It was reported that a home patient connected to an incompletely primed line. The home patient stated they connected, because the solution was to the top of the patient line, but the home choice displayed ¿check supply line¿ and ¿priming¿. This event occurred during use while the patient was connected. The technical service representative advised the home patient not to connect until the homechoice until it displays connect yourself. The technical service representative advised the home patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient connected to an incompletely primed line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.